Event description:
A lifecor patient services representative (psr) called lifecor customer support to report that she was trying to baseline the patient, but the electrode belt is giving a flat line on both channels. Support sent the patient a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B) (4) has been completed. The reported problem was confirmed. The electrode belt was found to have two wires reversed in the ECG d. The number 3 and 4 wires were reversed causing the signal to look flat lined. This was fixed. The electrode belt was refurbished. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of the reversed wires was a manufacturing defect. This is a rare occurrence. The electrode belt was fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.